Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) checked the system and did not find any problems. The customer has not had any further issues. Based on the information provided, the investigation determined the malfunction is consistent with a pre-analytical handling issue at the customer site.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg + b (hcg + b) on a cobas 8000 e 602 module. Sample a initial result was 2317 miu/ml. The repeat result using a 1:20 dilution was 104291 miu/ml. Sample b initial result was 7373 miu/ml. The repeat result using a 1:20 dilution was 68590 miu/ml. The initial results were reported outside of the laboratory. The hcg + b reagent lot number was 45406003 with an expiration date of 31-may-2021.